Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. The field service engineer reconnected the latch sensor, replaced the retractor band, and subsequently reinstalled the drawer into the main station chassis. The pixie bus cable was also reattached, and the station was restarted to address the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that users were unable to remove medications from drawer. There was no delay in patient care as the user was able to obtain the medications from the another station. There were no adverse events or injuries reported based on this event.